Event description:
It was reported that the patient was experiencing an increase in seizures and upon interrogation of his device it was found that the output currents were disabled. It was reported that clinical notes from the last office visit at 6/29 showed that the vns was on. The physician did not recall any error messages upon interrogation, and was able to perform diagnostics which were normal and confirmed the battery was ok. No relevant information has been received to date.